Event description:
Customer/end user, was riding the stairlift down her stairway. Customer reached down and turned off the unit using the circuit breaker/battery disconnect rocker switch, which made the unit stop 6 steps from the bottom of the stairs. The customer got up from the chair to answer the front door, and fell down the steps, suffering multiple injuries.